Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the medfusion pump exhibited motor not running alarms found during preventive maintenance. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found both tamper seals broken and crack on right plunger case and bottom case. There was no evidence of the error or reported problem recorded in event history log (unable to download). The reported problem was duplicated - motor not running error was found during occlusion test. During the investigation the motor assembly, worm gear, leadscrew and both clutch halves were found old, dirty and worn out due to normal wear, and this was the cause of the reported problem. For corrective action the motor assembly (stepper motor included), worm gear, lead screw and both clutch halves were all replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. D4: model number: 3500.